Event description:
Per the audiologist, the pt reported no sound with the cochlear implant sys. A CT scan done in nov 2007 showed the electrode array had migrated out of the cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.